Manufacturer narrative:
The device was returned as part of the asset return process residual liquid / corrosion was found at distal end, switch box has a scratch, due to wear of angle wire, the play of up/down knob is out of the standard value, due to wear of angle wire, bending angle in right direction does not meet the standard value, image guide protector has a scratch, adhesive around objective lens has a chip, light guide lens has a chip, connecting tube has coating peeling, and the adhesive around light guide lens has wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The evis exera iii duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, residual liquid / corrosion was found at distal end. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknown if the reprocessing steps at the material residue point deviated from the instruction manual. The cause of the event is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be detected and prevented by following the instructions for use (IFU) sections: the instruction manual tjf-q190v operation manual 3.3 inspection of the endoscope describes how to detect for the suggested event. The instruction manual tjf-q190v reprocessing manual 5.5 manually cleaning the endoscope and accessories describes how to prevent for the suggested event. Olympus will continue to monitor field performance for this device.